Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. No device was returned for evaluation; the reported event was confirmed by review of photographs of the device and x-ray imaging provided. The review identified the patella component is worn. Additionally, there appears to be a portion that has separated from the body of the patella. One of the pegs from the patella component is also detached. It is unclear if this may have occurred during removal of the device or while implanted. Images of the explanted liner were reviewed. There appears to be pitting and delamination on the anterior aspect of the articular surface. This likely indicates increased loading to the anterior aspect of the insert compared to the posterior. Additionally, there is notching on the anterior aspect of the tibial insert spine. This was likely due to relative hyperextension of the knee. There also appears to be smaller pitting on the articular surface. This appears consistent with third body wear. Imaging was reviewed. The patella component does not appear to be centered within the trochlear groove of the femoral component. This appears consistent with the observed wear on the patella component. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of polyethylene wear which led to fracture of the patella component and possible subsequent osteolysis after over 12 years of use. Contributing factors may have been due to orientation/positioning of the component, third body wear, and/or patient related factors. However, this cannot be confirmed because the devices were not returned for evaluation and sufficient patient information or component serial numbers were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 204-04-33 - trapezoid tibial tray sz 3f/3t: (B)(6), 234-02-03 - optetrak asym fem postr stabilized size 3 left: unk, should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 68 yo female patient who had an initial left knee tka, underwent a revision procedure approximately 12 years 5 months post the initial procedure. The surgeon performed a synovectomy surrounding the affected knee. Mild osteolysis was present. The patella exhibited severe wear along lateral tracking path causing breakage of the implant. Tibial insert had minimal wear on medial and lateral articular surface. Femoral and tibial component were well fixed. Tibial and femoral components were retained while the patella and tibial insert components were replaced. There was device breakage during the procedure, parts and pieces were in the wound site which were removed by the surgeon. There were no surgical delays reported. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return as the hospital retained them for analysis. Device images were provided. No further information. This is 1 of 2 reports for this incident this is 1 of 2 events for this patient.